Event description:
The customer reported that the backrest is not staying up on their affinity bed.

Manufacturer narrative:
The engineer confirmed the CPR handle mounting was bent causing the back section to lower inadvertently. He adjusted the plate to repair the bed.